Event description:
It was reported that right ventricular (rv) lead had high threshold and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224drg implantable cardioverter defibrillator, (B)(6) 2010; 5076 implantable pacing lead, (B)(6) 2004; 6996 sq58, implantable tachy lead, (B)(6) 2010. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, analysis of the device memory indicated a lead impedance out of range alert, and analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. An out of tolerance subthreshold lead impedance alert was recorded and a maximum ventricular pace impedance was rising.